Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received indicating that it was a left-sided operation.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : this case is logged to capture previous revision mentioned in (B)(4). Previous revision was a change of femoral head from +5mm to +9mm 32mm ceramic head. Dislocation was the same reason for the previous revision. The product was not returned to depuy synthese, however a photo was provided for review. The photograph attached was reviewed, however it does not represents the reported revision. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. As the device was not returned, an as received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the photographs provided are not representative of the reported complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthese quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re assessed.

Event description:
This case is logged to capture previous revision mentioned in (B)(4). Previous revision was a change of femoral head from +5mm to +9mm 32mm ceramic head dislocation was the same reason for the previous revision. (B)(4): patient has been complaining of a "clunking" hip replacement after 2 years post-op. There has already been a revision change of head to the femoral stem to counteract the issue, but she still appears to be able to manually dislocate the hip with force. She has come back today for revision surgery again, this time to remove the cup and liner and replace with new components. Upon open the hip joint there were fragments of ceramic in the wound, this appeared to be from the ceramic liner as the head looks in pristine condition. Once cup was removed it appears there is a section of the ceramic liner that has fractured off, this is in line with the fragments found in the wound. The surgeon states that it is very hard to manually reproduce the dislocation the patient is experiencing. The head and liner both show signs of metal wear against components in keeping with the narrative of being able to dislocate at will. A new head, liner and cup were replaced as expected and I will follow-up in coming months to see if the same problem persists after this surgery.

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.